Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the initial implant, the physician was unable to connect the right ventricular lead into the header of the pulse generator. The physician successfully implanted a different lead. The patient was stable throughout.